Event description:
It was initially reported that the customer's device had its service indicator illuminated and had logged an event code. Upon initial evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through function and performance testing. The device was then returned to the customer for use.